Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the last device check, there was an expected 1 to 3.5 years battery life left on the device. Now the device is at end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.